Event description:
After successfully inserting this stent into the proximal aorta, the physician noticed that the stent seemed to collapse in the artery. Another stent was placed inside the previously placed stent with good result. There was no reported injury to the pt. Please note that multiple attempts to acquire add'l info have been made and have been unsuccessful. However, procedural films have been rec'd and sent to an independent physician for review. Add'l info will be forthcoming within 30 days upon receipt.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info to be submitted 30 days upon receipt.